Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during a leadless implantable pulse generator (ipg) check the patient was told that something was "a bit of a problem" and the patient was told their heart rate went to "92, 93" and also said that they were told something that included "the sensor". The ipg remains in use. No patient complications have been reported as a result of this event.